Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined. The device is not available to the manufacturer.

Event description:
It was reported that during a coil embolization procedure, the coil delivery wire broke while being inserted into the microcatheter. The coil was removed the microcatheter and the procedure was completed successfully. There were no reported clinical consequences to the patient.